Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 560956: 1238967: deflation. Device returned to device analysis. 1308823: deflation and crease/folding of implant - ndr. Device returned to device analysis. 140707: deflation. Device returned to device analysis. 154936: deflation. Device returned to device analysis. 834698: asymmetry - ndr. Device returned to device analysis. Even though there were 4 additional complaints of deflation for this lot number, the devices were returned, and after inspection no workmanship were detected. The search criteria for these queries are mentioned in qpp07-01-004-her1-g02 wording guidelines for complaint investigation closure and revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a050401 fluid/blood leak. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Healthcare professional reported left side "deflation." Healthcare professional later reported "hole in valve." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d4, d9, h3, h6.